Manufacturer narrative:
The product has not been returned to evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that a low battery power alert occurred. Customer was unable to clear the alert. Customer inadvertently turned pump off. During troubleshooting with tandem technical support, insulin delivery was resumed and there was no impact to customer's blood glucose level.